Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Any patient fields where information was not requested or provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not have audio prompts when powered on. The unit shocked the user unexpectedly during the patient resuscitation. The customer reported the user was subsequently diagnosed with cardiac arrhythmia. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Device evaluation: stryker evaluated the device and the reported issue could not be verified or reproduced. No device malfunctions observed during evaluation. After the device passed functional and performance testing, a new charge-pak and electrodes were installed and the device was returned to customer. The electrodes, which were used during the reported event, were returned to stryker. No damage or discrepancies found during visual inspection of the electrodes in the condition they were returned based on the available information and evaluation results there is no evidence of a device malfunction. The root cause could not be established. Stryker performed a clinical review of the reported event. Based on the information provided, it cannot be determined as to whether the unintentional shock played a role in the user¿s reported outcome. Corrections: section b1 of the initial medwatch report indicates: product problem section b1 of the initial medwatch report should indicate: adverse event and product problem section b2 of the initial medwatch report was blank. Section b2 of the initial medwatch report should indicate: other serious (important medical events) section b5 of the initial medwatch report indicates: the customer contacted stryker to report that their device did not have audio prompts when powered on. The unit shocked the user unexpectedly during the patient resuscitation. The customer reported the user was subsequently diagnosed with cardiac arrhythmia. This issue is patient related; however there was no adverse event reported. Section b5 of the initial medwatch report indicates: the customer contacted stryker to report that their device did not have audio prompts when powered on. The unit shocked the user unexpectedly during the patient resuscitation. The customer reported the user was subsequently diagnosed with cardiac arrhythmia. This issue is patient related; however there was no adverse event reported involving the patient.

Event description:
The customer contacted stryker to report that their device did not have audio prompts when powered on. The unit shocked the user unexpectedly during the patient resuscitation. The customer reported the user was subsequently diagnosed with cardiac arrhythmia. This issue is patient related; however there was no adverse event reported involving the patient.